Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported there was no report of MRI associated with the motor stall. No further diagnostics were performed and no interventions were required. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (5.5 mg/ml at 1.2380 mg/day) and compounded baclofen (2,000.0 mcg/ml at 450.2 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that a motor stall was seen in the pump logs on (B)(6) 2016 at 14:19 with a recovery on (B)(6) 2016 at 14:49. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was (B)(6) pounds. No further complications were reported/anticipated.